Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd bactec¿ fx, instrument top, packaged has been found producing false positive results. There was no report of confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: after the technician's visit on january 19, 6 anaerobic vials reported false positives.

Manufacturer narrative:
H.6 investigation summary: customer reported "false positives" on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). Bd remote assistance communicated with the customer and confirmed that the false positives did not occur again. This is an unconfirmed failure of the bd product. Root cause of the false positives is not known. Review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation. Complaint history for ¿results¿ was reviewed for the month of (B)(6)2022. The upper control limit was not breached, and trends were not identified associated with this defect. Per baltrmbactecinstraph revision 15, the error related to this complaint is considered user inconvenience, which is an s1; reference row ID 1.2c. No new risks or hazards were identified.

Event description:
It has been reported that the bd bactec¿ fx, instrument top, packaged has been found producing false positive results. There was no report of confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: after the technician's visit on (B)(6), 6 anaerobic vials reported false positives.